Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call programming issues and high blood glucose. The customer's blood glucose was 272mg/dl at the time of call. Trouble shooting was performed and found customer concern on insulin pump programming. Customer will monitor insulin pump and call back if issue persists. Customer decline to trouble shoot for high blood glucose. The daily history was checked and found a high blood glucose level of 600mg/dl on (B)(6) 2018 and there was a bolus of 10 units to treat high blood glucose. Advised customer the insulin pump will not enter manual blood glucose or administer bolus on its own unless wearing the sensor and insulin pump is in auto mode. Customer does not wear sensor. Insulin pump passed self test. The insulin pump will not be returned for analysis.